Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal fusion. It was reported that the allergist noted approximately 6 weeks post op, a rash appeared near and around the incision site, non-specific dermatitis. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.